Manufacturer narrative:
Event date: exact date unknown, event occured in (B)(6) 2009. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(4).

Event description:
It was reported that the patient was not getting pain relief. The patient underwent an explant procedure. All device components will not be returned.